Event description:
It was reported that this pacemaker system was explanted because the patient experienced an infection. There was no replacement because physician determined it was not needed. No additional adverse patient effects were reported.